Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her urinary issues (incontinence and retention) began after she had upper and lower spinal surgeries (cervical were fused/lumbar discs decompressed) prior to implant. There was a change in the patient's incontinence. Adjustments were made but it did not help. It had previously been 95% effective. Ever since the patient developed retention prior to implant, she got ba ck-to-back urinary tract infections due to self-catheterization. The patient had 2 recent ones in 2016 for which she went to the hospital. They were specific bacterial infections (enterococcus faecium) and she was given vancomycin via intravenous (IV) for it. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.